Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up, it was noted that the patient received inappropriate atp therapy. The patient will be monitored.

Event description:
New information received states that low r wave sensing was observed. The patient again received inappropriate therapy for an svt. Furthermore, it was observed that the patient was having avnrt interspersed with some non sustained vt. The device was reprogrammed. The patient was fine.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that the device continued to misdiagnose svt as vt due to the programmed parameters. The patient was started on medication to treat the svt.

Event description:
New information received states during a follow up the physician reprogrammed the device. Remote transmission received showed that the patient again received inappropriate atp therapy for svt. Further programming changes will be made. The patient was stable and asymptomatic.